Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: offset stem extension catalog 00598802018, lot 62710930, unknown tibia; unknown articular surface. It is unknown whether the device is available for evaluation by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02954, 0001822565-2019-02955, 0001822565-2019-02958. Mw5087147.

Event description:
It was reported that the patient began experiencing limited range of motion and pain post revision left knee arthroplasty attributed to scar tissue for which an arthroscopy was performed. Patient then experienced fluid build up treated with aspiration. Subsequently was underwent a revision for tibial and femoral loosening noted on x-rays. No additional information is available at this time.